Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service enginer (fse) evaluated the unit and confirmed the recorder had the paper loaded incorrectly which is why the strips were not printing. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is not printing. There was no harm reported.

Manufacturer narrative:
Corrected data: d4 (UDI#).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is not printing. There was no harm reported.